Event description:
On (B)(6), 2011, the patient contacted animas alleging the animas insulin pump has an intermittent power issue. The patient claimed that his battery cap has been loose for the past couple of months. Reportedly, the pump would shut down and reboot. On (B)(6), 2011, the patient awoke with blood glucose in the 400 mg/dl range and had symptoms of nausea and vomiting. The patient indicated he has kidney disease which results in the chronic presence of ketones. Troubleshooting revealed the battery cap thread is damage. The patient was advised to go on the backup plan until the battery cap can be replaced. This complaint is being reported because the patient had symptoms and signs of hyperglycemic after the intermittent power issue began with the animas pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.